Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to be in back-up vvi mode. The cause of the back-up vvi mode is unknown. Inappropriate diaphragmatic stimulation was also noted and alleged on the ICD. Corrective programming changes were made to restore the ICD and resolve the inappropriate diaphragmatic stimulation. The patient was stable throughout.